Event description:
It was reported that during a tonsillectomy using the surgitron ffpf emc generator the pt suffered severe necrosis and bleeding. We have been told the pt required intervention, but we have yet to receive the details of the incident or the present condition of the pt.

Manufacturer narrative:
We have requested and are awaiting additional info concerning the details of the procedure and pt's condition from our distributor in a foreign country. We have only been told that the physician routinely uses this equipment for turbinate reduction and tonsillectomies. We have also requested return of the unit for evaluation.